Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently powered up to a green dot in the center of the display and a "status 56" message. There was no pt involvement during the reported malfunction.